Event description:
Customer complaint advocate called the sales representative who reported that the customer is now ordering from henry schein - the issue was the air in lines.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned for evaluation. The returned sample was visually evaluated and yielded passing results. Luer taper test was performed with passing results. The sample was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated leakage at the arterial patient connector. The defect is confirmed. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.